Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 41" (patient temperature sensor failure) error message was confirmed based on the review of the archive data but not confirmed during functional testing. The probable root cause of the reported complaint was the defective temperature sensor cabling, likely due to the aging of the device. The autopulse platform was manufactured in july 2015 and is 6 years old, has reached its expected service life of 5 years. Upon visual inspection, unrelated to the reported complaint, observed a cracked top cover, front and bottom enclosures and a bent batttery lock, likely attributed to user mishandling such as a drop. The top, front and front enclosures needs to be replaced to address this issue. A review of the autopulse platform archive was performed, and it showed multiple ua41 (patient temperature sensor failure) advisory messages occurred near on the customer's reported event date; thus, confirming the reported complaint. As a precautionary, the temperature sesor cabling needs to be replaced. During initial functional testing, the platform passed without any fault or error. The reported ua41 error was not replicated. However, unrelated to the reported complaint, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization results confirmed load cell module 2 was over-reported (defective), and it needs to be replaced to remedy the fault. The cracked covers and defective load cells were likely attributed to mishandling, such as a drop. During further investigation, it was noted that the clutch plate was sticky, unrelated to the reported complaint. This is usually caused by sharp edges from 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor. The sticky clutch is typically caused by the usage of the device over time. The impact of the sticky clutch was not severe enough to make the platform non-functional. The sticky clutch plate needs to be deburred to address the problem. Waiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 41" (patient temperature sensor failure) error message. The ua41 could not be cleared by the user. The usual storage condition of the reported autopulse platform is unknown. No patient involvement.